Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") in a (B)(6) female patient who had essure (ess205) inserted (lot no. 12265690, 12260851) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device monitoring procedure not performed ("not underwent any confirmation test"). The patient had a medical history of anguish and depression in 2004. Concurrent conditions were listed as hyperlipidemia, prediabetes, atrophic gastritis, esophageal reflux, obesity, upper respiratory tract infection, hemoglobin increased and body mass index normal. Concomitant products included escitalopram and antidepressants. On (B)(6) 2004, the patient had essure (ess205) inserted. In november 2004 she experienced pelvic pain (seriousness criteria medically important and intervention required), fatigue ("fatigue") and glucose tolerance impaired ("pre-diabetes status"). On (B)(6) 2004 she was found to have acrochordon ("skin tag") and weight increased ("weight gain"). In (B)(6) 2005 she experienced urinary tract infection ("uti") and menstruation irregular ("irregular periods"). In (B)(6) 2016 she experienced depression ("depression"), anxiety ("mental anguish"), chronic gastritis ("atrophic gastritis") and gastrooesophageal reflux disease ("esophageal reflux"). Essure (ess205) was removed on (B)(6) 2020. An unknown time later she experienced autoimmune disorder ("autoimmune reaction"). The patient was treated with acetaminophen (paracetamol) and nsaids as well as surgery (total robotic hysterectomy, bilateral salpingectomy). At the time of the report, the urinary tract infection, depression, anxiety, acrochordon, fatigue, weight increased, chronic gastritis, gastrooesophageal reflux disease, glucose tolerance impaired and menstruation irregular had not resolved. The outcomes for pelvic pain and autoimmune disorder were unknown. The reporter considered acrochordon, anxiety, autoimmune disorder, chronic gastritis, depression, fatigue, gastrooesophageal reflux disease, glucose tolerance impaired, menstruation irregular, pelvic pain, urinary tract infection and weight increased to be related to essure (ess205) administration. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.798 kg/sqm. Lot number: 12260851 manufacture date: 2004-04 expiration date: 2005-09. Lot number 12265690: manufacture date: 2004-06 expiration date: 2005-11. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 09-mar-2021: mr received: device removed, essure removal date was added, reporter was added. This case is being submitted retrospectively following an internal review we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") in a 29 year-old female patient who had essure (ess205) inserted (lot no. 12265690, 12260851) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device monitoring procedure not performed ("not underwent any confirmation test"). The patient had a medical history of anguish and depression in 2004. Concurrent conditions were listed as hyperlipidemia, prediabetes, atrophic gastritis, esophageal reflux, obesity, upper respiratory tract infection, hemoglobin increased and body mass index normal. Concomitant products included escitalopram and antidepressants. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004 she experienced pelvic pain (seriousness criteria medically important and intervention required), fatigue ("fatigue") and glucose tolerance impaired ("pre-diabetes status"). On (B)(6) 2004 she was found to have acrochordon ("skin tag") and weight increased ("weight gain"). In (B)(6) 2005 she experienced urinary tract infection ("uti") and menstruation irregular ("irregular periods"). In (B)(6) 2016 she experienced depression ("depression"), anxiety ("mental anguish"), chronic gastritis ("atrophic gastritis") and gastrooesophageal reflux disease ("esophageal reflux"). Essure (ess205) was removed on (B)(6) 2020. An unknown time later she experienced autoimmune disorder ("autoimmune reaction"). The patient was treated with acetaminophen (paracetamol) and nsaids as well as surgery (total robotic hysterectomy, bilateral salpingectomy). At the time of the report, the urinary tract infection, depression, anxiety, acrochordon, fatigue, weight increased, chronic gastritis, gastrooesophageal reflux disease, glucose tolerance impaired and menstruation irregular had not resolved. The outcomes for pelvic pain and autoimmune disorder were unknown. The reporter considered acrochordon, anxiety, autoimmune disorder, chronic gastritis, depression, fatigue, gastrooesophageal reflux disease, glucose tolerance impaired, menstruation irregular, pelvic pain, urinary tract infection and weight increased to be related to essure (ess205) administration. The reporter commented: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.798 kg/sqm. Lot number: 12260851. Manufacture date: 2004-04. Expiration date: 2005-09. Lot number 12265690. Manufacture date: 2004-06. Expiration date: 2005-11. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-jun-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.